Event description:
The customer reported getting multiple no delivery alarms from the insulin pump during bolus/attempted bolus. The customer was unable to troubleshoot during the call with the helpline, and did not wish to return the related infusion set or reservoir for analysis. The customer added that the insulin pump seemed to not deliver or only deliver half of the insulin. The customer was advised to call immediately the next time the issue arose. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.